Manufacturer narrative:
Device was used on the rfa following a diagnostic catheterization and stent procedure. The following day a surgical repair of complete arterial lacerations and removal of plaque was done. At this time, the device collagen was removed from tissue tract. 20 days later pt was readmitted for a colectomy, cholecystectomy, and ventral hernia repair in the right flank. A groin culture 3 days later was positive for pseudomonas. Code 86: evaluation of this event is based on manufacturing and qc procedures and historical use of device related to this event. Code 300: the safety and efficacy of device following stent procedure has not been studied. In addition, use of device could not have caused arterial lacerations and therefore, the surgical repair ca not be attributed to device. The pseudomonas infection occurred 23 days post device. Contamination of the groin most likely occurred during the colectomy, cholecystectomy and ventral hernia repair. Code 68: these complications were not related to the use of device. Correction: delete 1738 from h. Previously included due to a misunderstanding of conding manual and requirement to identify if f10 codes are labeled.